Event description:
A report was received that the patient had an infection. It was noted that there was a pus coming out of the ipg site. It was also reported that the patient was experiencing worsening of pain. The physician believed that the infection was not device or procedure related and the cause was unknown. The patients wife or son was taught on how to do wet to dry dressings and the patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the patient was getting more relief and was now getting better.

Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5112247 / 5118577, model/catalog description: linear st lead kit 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. It was noted that there was a pus coming out of the ipg site. It was also reported that the patient was experiencing worsening of pain. The physician believed that the infection was not device or procedure related and the cause was unknown. The patients wife or son was taught on how to do wet to dry dressings and the patient was placed on antibiotics.